Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. As the customer reloaded the cartridge, tandem technical support (cts) was unable to confirm if the fill estimate was accurate. Customer loaded another cartridge onto the pump. Customer's blood glucose in the high 300 mg/dl range. Although multiple attempts were made by cts to confirm if fill estimate was accurate with the new cartridge, customer did not reply.